Event description:
In 2008, boston scientific corporation was informed that during a procedure, when the user tried to open the resolution clip device in order to deploy it, it was noted that the clip was not attached to the handle; therefore, it could not be deployed. The procedure was completed with another of the same device. Pt is "stable".